Event description:
The tubing sprays the saline everywhere instead of remaining in the tubing. This has occurred several times. Reported to firm who continues to replace and send out more defective tubing.